Event description:
Broken off piece of guide wire retained in the patient. Status-post reverse shoulder arthroplasty, post op x-rays were obtained in recovery room, at that time it was observed that there was a broken off piece of guide wire retained in the patient. Review of the case and item noted that this was a product device failure/breakage. Initial x-ray and review determined that the piece was in an area in which it could be left in place. Later imaging determined that the patient will need to return to surgery for removal of the broken piece. This is scheduled for (B)(6) 2026.